Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the event. The issue occurred during a planned /non-emergency cardiac procedure, which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro was not connecting through the host. A review of the system log file didn¿t confirm the reported malfunction. Upon functional testing, the fse found that the host pc was defective. The part analysis of defective host pc was performed, which determined issue with the hdd bay. To resolve the issue, the fse replaced the host pc and reinstalled the original hard drive, updated the license key. After replacement and necessary changes, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system will not boot up. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.